Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was a contaminant within the syringe. To aid in the investigation, one sample in a sealed packaging blister was received for evaluation by our quality team. A visual inspection was performed with 10x magnification, and there is a loose particle in the packaging blister. Under a 30x microscope, it appears to be a particle of plastic that is 3/32" long. No other defects or imperfections were observed. This defect could occur if there was a jam during the assembly or packaging process inducing the plastic in the packaging blister. A device history review was completed for provided material number 302830, lot 3163922. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received mat#: 302830 batch#: 3163922 it was reported by customer that they noticed a contaminant within their 20ml syringe, so far only one on 10/20/20. Verbatim: rcc received complaint via phone. Pir attached. The customer reports they noticed a contaminant within their 20ml syringe, so far only one on 10/20/20. Ref# 302830 lot # 3163922 24oct2023 ¿ are you able to describe what type of contaminant/foreign matter is in the syringe? (Hair/particles/etc.) Brown particle approx 1/4" ¿ was issue being described noted before, or during used? Noticed before the package was opened. ¿ was there any patient involvement? No. ¿ any adverse events or serious injury reported to patient or healthcare professional? No. ¿ what was the patient outcome? N/a ¿ was there any delay of, or change in, the course of treatment due to this event? N/a ¿ what procedure was being performed? N/a ¿ what medication was used in the procedure? N/a ¿ is sample available for return to bd for investigation? If yes, please provide the sender¿s name and address for us to create the fedex return label. Xxxxx.

Event description:
Mat#: 302830. Batch#: 3163922. It was reported by customer that they noticed a contaminant within their 20ml syringe, so far only one on (B)(6) 2020. Additional information: 24oct2023 ¿ are you able to describe what type of contaminant/foreign matter is in the syringe? (Hair/particles/etc.) Brown particle approx 1/4" ¿ was issue being described noted before, or during used? Noticed before the package was opened. ¿ was there any patient involvement? No. ¿ any adverse events or serious injury reported to patient or healthcare professional? No. ¿ what was the patient outcome? N/a. ¿ was there any delay of, or change in, the course of treatment due to this event? N/a. ¿ what procedure was being performed? N/a. ¿ what medication was used in the procedure? N/a.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a180104 - device contamination with chemical or other material. Patient problem code: f27 ¿ no patient involvement.